Event description:
A customer reported that their pump screen was dark and would not turn on. There was no reported impact on the customer's blood glucose level. Technical support instructed the customer to perform several checks and attempts to resolve the issue, but the pump did not respond. A replacement pump was arranged and the customer planned to use multiple daily injections as a backup method and was instructed to return the defective pump within ten days using a prepaid return label.